Event description:
The customer reported having unexplained high blood glucose of 312mg/dl, and she was treated with the insulin pump. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete the testing. Instructed the customer to change the entire infusion set and reservoir. Two days later, the customer called back to perform the high pressure test and passed. Then the customer mentioned being in the emergency room due to high blood glucose. The customer stated that her glucose reading at time of admission was 75mg/dl. The caller stated that she was released after several hours. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.